Event description:
Vena cava filter would not deploy in svc. Physician attempted to recapture filter into sheath and remove. Filter because deployed in right femoral vein. Pt went to surgery to have filter removed.